Event description:
When doing a percutaneous endoscopic biliary lithectomy, the controller that was plugged into the spyglass machine stopped working. Spyglass was rebooted to see if problem resolved. It did not. Took the handpiece out of service and opened new one.